Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards for evaluation, however, review of the photographs provided confirmed the complaint for balloon burst. A review of the DHR, applicable complaint history, lot history, manufacturing mitigations and IFU/training materials did not indicate that the issue was related to manufacturing. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, it was reported that a piece of calcium at the stj, lcc side resulted in the balloon rupture. This statement is supported by the information provided in the report, the evaluation of the returned images, and a previous technical summary written by edwards. The complaint was confirmed; however, no manufacturing non-conformances or IFU/training inadequacies were identified. Available information suggests the patient factors (piece of calcium at the stj and lcc side) contributed to the event. Review of the complaint histories for november 2015 revealed that the occurrence rates for balloon burst did not exceed the control limits. Therefore, no preventative or corrective actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported by the edwards (B)(4) affiliate that during the transfemoral tavr procedure, during valve deployment the balloon burst. During an attempt to remove the balloon through the sheath the operator experienced withdrawal difficulty and had to perform a surgical cutdown in order to retrieve the ruptured balloon and nosecone. Initially the 29mm sapien 3 valve was deployed well and in good condition. Full inflation was held with standard volume in the inflation device, at 3 seconds fully inflated the delivery catheter balloon burst. Care was taken to withdraw the device into the descending aorta and flex was taken off during that process. Resistance was met when the balloon was to be re-sheathed into the 16fr esheath. The nose cone appeared to be within the sheath but the balloon had possibly folded back on itself and was sitting outside the sheath tip. The handle end of the device was cut off and an 18fr cook sheath was introduced threaded over the wire. Again, the balloon was not able to be re-sheathed. The patient was then put under general anesthesia and a surgical cut down was performed to remove the ruptured balloon and nose cone. The patient was noted to be doing well. The balloon burst was perceived to have been caused by a piece of calcium at the stj and lcc side.